Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a feedthru anomaly of shorting across insulator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving intrathecal compounded baclofen with concentration 4000 mcg/ml at a dose rate of 1301.5 mcg/day and morphine with concentration 15mg/ml at a dose rate of 4.881 mg/day as of (B)(6) 2016 via an implantable pump for intractable spasticity. It was initially reported that the patient¿s pump was alarming. The sound heard was consistent with a pump alarm. The critical pump alarm was occurring. The patient had visited their hcp on (B)(6) 2016 and the pump was still alarming at that time. The hcp retrieved the pump¿s log on (B)(6) 2016. Multiple motor stalls were indicated in the log. A motor stall had occurred again and the patient had acute withdrawal symptoms. The following motor stall and motor stall recoveries were noted: (B)(6) 2016 at 18:20 motor stall occurred, (B)(6) 2016 at 20:30 motor stall recovery occurred, (B)(6) 2016 at 05:57 motor stall occurred, (B)(6) 2016 at 06:26 motor stall recovery occurred, (B)(6) 2016 at 09:28 motor stall occurred no motor stall recovery since the stall on (B)(6) 2016 at 0928 was indicated as having occurred. The hcp recommended replacing the pump. The pump was explanted and replaced on (B)(6) 2016. The pump was returned to the manufacturer. The issue had resolved at the time of the report and the patient was also without injury regarding their status as of (B)(6) 2016. It was indicated that there were no known factors (environmental/external/patient factors) that may have led or contributed to the issue . On 2016-06-28, an hcp reported that the patient¿s medical history included rheumatoid arthritis (2008), cerebral palsy (cp) since birth, dystonia, and bulging discs of c3, 4, 5, and 6. Surgical history included appendectomy in 1993, tonsillectomy in 1993, left heel cord lengthening in 1980, left femur osteochondroma removal in 1988, intrathecal baclofen pump (itb) placement in 2003, left gastroc lengthening and bunionectomy in 2008, and itb pump replacement in 2008. The patient¿s social history included smokeless tobacco use; the patient was a non-smoker and a non-drinker. Family history included cancer, the patient's mother having been deaf, and the patient's natural son was indicated as being alive and well. The patient¿s current allergies included the following: imitrex (sumatriptan) with reaction of urticaria (hives), latex with reaction of anaphylaxis, biaxin (clarithromycin) with reaction of urticaria (hives), and stadol (butorphanol tartrate) with reaction of urticaria (hives). The patient was previously seen by the hcp on (B)(6) 2016 and the pump was currently working at that time. Oral baclofen and morphine were prescribed in case of a repeat motor stall and to also avoid withdrawal symptoms in the interim. The cause of the motor stalls was not determined. The patient was to continue use of gabapentin and ibuprofen regarding their back pain. As of (B)(6) 2016, the patient¿s height was (B)(6), weight was (B)(6), and their body mass index (bmi) was (B)(6). As of (B)(6) 2016, the patient¿s current issues included muscle spasm wi th onset of (B)(6) 2012, cerebral palsy, paraplegia with onset (B)(6) 2012, back pain with onset (B)(6) 2013, and chronic pain syndrome with onset of (B)(6) 2015. Current medications included hydrochlorothiazide (12.5 mg tablet, 1 tablet taken orally once a day), ibuprofen (600 mg tablet, 1 tablet taken every 6 hours as needed), baclofen (10 mg tablet, 1 tablet taken orally every 6 hours as needed; started (B)(6) 2016), morphine (15 mg tablet, 1 tablet taken orally every 4 hours as needed; start date (B)(6) 2016), norco (hydro codone-acetaminophen 7.5 ¿ 325 mg table 1 tablet every 6 hours as needed for pain), valium (diazepam 2 mg tablet, 1 tablet taken orally every evening for 30 days; start: (B)(6) 2016), lamictal (lamotrigine 100 mg tablet, 1 tablet orally once a day), and gabapentin (600 mg tablet, 1 tablet 3 times a day; start date: (B)(6) 2015).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The troubleshooting performed included interrogation of the pump with review of logs which revealed motor stalls. The patient experienced baclofen/morphine withdrawal and seizures. The actions/interventions taken to resolve the motor stall included a scheduled pump exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.